Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance to program a bolus. Customer indicated that they have high blood glucose of 453mg/dl. Troubleshooting walked customer thorugh the bolus process and the call was disconnected at this point. Troubleshooting called the customer back and customer declined high blood glucose troubleshooting as the high was due to not bolusing. No further details given.